Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to do the ground isolation test, the extended self-test (est) and run unit over the weekend. Covidien is not authorized to service the device.

Manufacturer narrative:
(B)(4).